Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose at the time of incident was 425 mg/dl. Customer's blood glucose level was 534 mg/dl and 572 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature active and automatically adjusting insulin at time of high blood glucose. The pump will not be returned for analysis.